Manufacturer narrative:
G4:12dec2020. B4:14dec2020 . The customer confirmed they needed a replacement. The remote service engineer (rse) provided the battery part (ID) identification for replacement. Multiple attempts were made to obtain additional information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported a ventilator that required a battery replacement. There was no patient involvement or harm.